Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06942 - device 4 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion set soft cannula bent events on (B)(6) 2024. Insertion site was at abdomen. The set was in use for less than one day. Event occurred after three hours of insertion. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.